Event description:
The surgeon attempted to implant aa aq2010v 3 piece silicone lens. The lens tore prior to insertion into the eye. No patient contact or injury. Please reference 2023826-2005-00983 as this is one of two lenses for the same patient.